Event description:
It was reported to philips that the system was unable to boot. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) performed a remote assessment and identified that the system had lost power. After reviewing the log, it found power interruption happened and restored but no system causes evident. Rse confirmed that a local hospital power fluctuation caused the breaker to trip. To resolve the problem, biomed team revitalized the relay by utilizing the reset button and restored power. After re-energizing the relay using the reset button, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario is external power failures or outages may occur that can cause the allura system to not boot up/start up or shut down. This scenario includes situation in which the fluctuation in power at the local hospital resulted in the breaker tripping that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.